Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted and replaced.